Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, malformed staples were found after the device fired with green reload on the lobar bronchi. The staples were irregular. Changed to another reload but still had the same issue. The procedure was converted to open and stapler was used to complete the procedure. Now the patient is fine. There was no bleeding after the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure malformed staples were found after the device fired with green reload on the lobar bronchi. The staples were irregular. Changed to another reload but still had the same issue. The procedure was converted to open and stapler was used to complete the procedure. Now the patient is fine. There was no bleeding after the procedure.